Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Customer changed the cartridge and infusion set and resumed insulin therapy.